Event description:
The customer contacted stryker to report that their device had made an inappropriate "shock advised" determination. In this state, wrong defibrillation therapy may be delivered. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and the reported issue was unable to be verified or duplicated. A review of the patient files indicated that there was no evidence of device malfunction. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause of the reported issue could not be established.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had made an inappropriate "shock advised" determination. In this state, wrong defibrillation therapy may be delivered. There were no adverse consequences to the patient as a result of the reported event.